Event description:
It was reported that the right ventricular (rv) lead was difficult to place due to patient anatomy. The physician was eventually able to find a location that the rv lead would sense and capture appropriately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.